Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a problem with his neurostimulator. The pt stated that he felt "a shocking or jolting sensation" the last time he saw his health care professional. The hcp found the implantable neurostimulator turned off and turned the device back on, which "shocked" the pt for "a short period." The pt also reported the return of the tremor in his left hand. It was discovered that the pt was turning off his neurostimulator when he thought he was turning off his pt programmer. The pt also stated that he was not able to adjust his stimulation. It was reported that no telemetry was possible with the pt's implantable neurostimulator located in his collarbone. The pt stated that the battery at his collarbone "seems to move around." Additional info has been requested, a follow-up report will be sent if additional info becomes available. See also MFR's report #3004209178201007570.